Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that vacuum will not reach 300 as it only goes to 150. Additional information has been requested.

Manufacturer narrative:
The company representative visited the site to work with the staff and doctors. There was no problem was found with the system. The system was used to perform 8 more cases without any issue. The service record (sr) was subsequently cancelled. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2009. Based on qa assessment, the product met specifications at the time of release. There was no problem found with the system. Therefore, it is not suspected to have contributed to the reported event. (B)(4).